Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Advised the patient's mother that other bluetooth devices may interrupt the signal. The patient's mother was aware of the receiver shutdown and reset to force connection when the receiver loses signal. No injury or medical intervention was reported.